Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) did not keep inflation when inserted into the sheath, and the white¿black¿white indicator appeared and then slowly went away. The balloon lost pressure before being pulled to the venotomy. The device was removed, and another device was used to complete the procedure. There was no reported patient injury. There were no damages to the device or packaging prior to opening. The device was stored and prepped according to the instructions for use (IFU), and the user was trained. A non-cordis 8f sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, vascular graft, peripheral vascular disease (pvd), calcium, vessel tortuosity, or visible damage on the sheath or its distal end. The patient was not hospitalized and had no hospitalization extension related to the event. One non-sterile mynx control venous closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was not present. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 12f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis, where no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon leak noted. However, balloon prep and/or handling factors of the device are possible. Although not intended as a mitigation, the mynx control venous IFU instructs users to ¿fill locking syringe with 2 to 3 ml of sterile saline (or a 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) did not keep inflation when inserted into the sheath, and the white¿black¿white indicator appeared and then slowly went away. The balloon lost pressure before being pulled to the veinotomy. The device was removed, and another device was used to complete the procedure. There was no reported patient injury. There were no damages to the device or packaging prior to opening. The device was stored and prepped according to the instructions for use (IFU), and the user was trained. A non-cordis 8f sheath was used. There was no prior pta, stent, vascular graft, pvd, calcium, vessel tortuosity, or visible damage on the sheath or its distal end. The patient was not hospitalized and had no hospitalization extension related to the event. The device will be returned for evaluation.